Manufacturer narrative:
A covidien customer support engineer (cse) replaced the o2 cell and installed ak revision software. The cse performed calibrations, short self-test (sst) and extended self-test (est). All tests passed per mfg specifications. The service history record was reviewed for similar complaint mode. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. Field action associated with this issue was issued (B)(4) 2013. (B)(4).

Event description:
A report was received from the USA that on an unspecified date, the biomedical engineer was unable to upload software to the device and experienced a xb0069 code. The xb0069 is a monitoring task that runs on the gui (graphic user interface) central processing unit (cpu) processor. If the gui monitoring task has determined that the pressure exceeds the clinician set pressure limit and the bdu has not triggered a high pressure patient alarm, then the xb0069 code is initiated. Once the xb0069 is initiated the pb840 ventilator system enters a ventilator inoperative condition which triggers the safety valve to open and initiates a continuous high priority alarm. When the safety valve is open, the ventilator opens a path for the patient to breathe room air spontaneously, although positive pressure ventilation is no longer provided.